Manufacturer narrative:
(B)(4). Per the instructions for use (IFU), paravalvular leak (pvl) and central regurgitation are potential adverse events associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. There are multiple patient and procedural factors that alone or in combination can cause or contribute to central regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, there is no information to suggest a manufacturing non conformances contributed to the event. The cause of the worsening pvl is unknown, however, may be due patient factors (cardiac remodeling) and/or the mechanisms described above. The cause of the central ai is also unknown, however, is most likely related to the re-dilation with 2+ cc more than nominal volume. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported, approximately 5 months post tavr of a 26mm s3 in the aortic position via transfemoral approach, paravalvular leak was noticed on follow-up tte. The valve team decided to do a re-dilatation of the original valve using a commander 26 mm delivery system with 2 ml above nominal positive inflation. It was noted that there was ¿possibly some pvl and ai,¿ so the valve team decided to implant a second 26 mm s3 valve within the first valve. Pvl and ai were resolved. Per report, moderate to severe pvl was noted on tte. Physician decided to re-dilate original valve. It did not reduce the pvl, however, the re-dilatation caused the frame to expand more. Pvl and ai was the same degree after re-dilatation. No calcification noted. The physician decided to implant a 2nd valve. The patient is in stable condition.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.